Event description:
Report rec'd of kinked tubing resulting in difficulty administering an IV push medication. The pt was in labor and had rec'd an unspecified epidural medication resulting in "the fetal heart rate decelerating to the 70's." While attempting to inject an unspecified dose of atropine IV, it was reported the medication would not flow. The tubing was noted to be kinked at the coiling band (for packaging) that had intentionally been left in place. The coiling band was removed, the tubing was straightened, and the medication was injected. It was reported that the fetal heart rate remained decreased "for 5-mins." It was reported that the baby was later delivered without adverse sequelae. Though requested, no add'l info was provided.